Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement charger/modem.

Event description:
A patient service representative (psr) contacted a zoll customer support to report that a charger/modem she received would not power on. This charger/modem was not yet on a patient.